Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly liner became dislodged from cup. Patient stated that he was dancing and felt a ¿pop¿ in his hip and knew something was not right. Patient went to the emergency room, after x-rays and CT scan it was verified that the liner had dislodged from the cup. The surgeon did not know if the liner was defective or if there was impingement that could have caused the separation of the liner. Surgeon revised the acetabular cup because he felt the position of the cup was not optimal. Doi: (B)(6) 2017; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.